Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per the initial report, the home patient saw "bubbles" in the patient line and could not confirm the cassette was completely primed before connecting to the setup. Baxter's technical service center assisted the home patient in ending the therapy erarly. No patient injury or medical intervention was indicated at the time of the initial report.